Event description:
Reporter indicated that during generator replacement surgery for end of service, implanting surgeon noticed fluid inside the lead body. The lead was not replaced. Intraoperative device diagnostic testing of the new generator connected to the original lead was within normal limits. It is believed that the lead insulation is compromised.